Manufacturer narrative:
After the high results were noted, the system was recalibrated but calibration failed. It is unknown how qc performed prior to the event. Qc was not run after the event prior to recalibration. Bci hotline advised customer to replace reagents and prime; checking for leaks. The customer called back to report that the actions taken resolved the problem and the system was then calibrated and qc was within the lab's established ranges. Service was not requested for this event. Bci technical support reviewed instrument performance and performance met specifications.

Event description:
A customer contacted beckman coulter inc. (Bci) stating the unicel dxc 800 pro synchron chemistry analyzer generated a false high sodium (na) and chloride (cl) result for one patient sample. The results were not reported outside of the laboratory. There were no reports of patient treatment being initiated or withheld.